Event description:
It was reported that the device was used during a colectomy. The device was fired to transect the bowel and the staple line opened, staples not fully formed. Bowel was handsewn with sutures. There was no consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.